Manufacturer narrative:
Continuation of medical device: 5076-45 lead implanted: (B)(6) 2004.

Event description:
It was reported that the right atrial (ra) lead had exhibited high thresholds and high impedance. It was also noted that the ra lead appeared pulled back on the fluoroscopy and was not capturing. The right ventricular (rv) lead exhibited high thresholds and intermittent, low impedances. There was an rv lead had a warning indicating a polarity switch. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.